Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) underwent system explant due to discomfort. Both the ins and lead were explanted. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) underwent system explant due to discomfort. Both the ins and lead were explanted. No further patient complications were reported.